Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes reported the patient inserted a second infusion set in her stomach and in her sleep, the tubing came disconnected from the site. The entire tubing connector and plastic disc was disconnected and only left the adhesive patch on her body. This disconnection cause leakage issue. Based on this information, the event is considered reportable. The event occurred during infusion. No additional adverse consequences were identified.